Event description:
Pt used different sensors that fell off her skin. Pt went over her tech, uses alcohol and makes sure skin is dry before applying, but still didn't stick on (both sensors fell within few days of wearing them). The 3rd sensor she tried on, gave her incorrect reading 80 below her normal. Pt stated she got concerned and went to emergency room. Pt was okay. Pt denied doing any kind of activities that may have led to sensor falling off. Ref reports: mw5169924, mw5169925.